Manufacturer narrative:
Date sent to FDA: 08/04/2016. Additional information was requested and the following was obtained: picture of loop electrode attached. What portion of the loop electrode broke, please indicate? No information. How was the procedure completed? With another like device. Confirm no patient consequences? None.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information was requested and the following was obtained: what portion of the loop electrode broke, please indicate? Regarding the first device the entire loop detached, in the second device only a part of the loop. Was the portion of the loop that broke off the same on each loop electrode? No were the devices retuned for analysis? Yes.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Picture of loop electrode attached. What portion of the loop electrode broke, please indicate? How was the procedure completed? Confirm no patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a myoma resection, the loop of the device broke off inside of the uterus. The loop was retrieved and the procedure was completed with a like device. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
The active tip was attached on one side when removed from the returned cushioned packaging but became detached during preparation for image capture with very little force, indicating that partial failure had already occurred. The fracture faces of both active and return sides of the loop indicate signs of a mechanical fracture. From the investigation we have determined the failure of the devices to have been caused by a mechanical failure indicating misuse.